Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and that the welding of the post pins have fractured and the pins disassembled, and only one pin was returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The device was manufactured on april 13, 2010 and has therefore been in the field for approximately nine years and eight months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear from use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a peg fractured off the cutting block during cleaning. There was no patient involvement.